Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. A visual inspection was conducted. The heater wire was twisted and flexed away from the tip of the hot jaw and remained attached at the base. Based on the condition of the device as returned, the reported failure "bent wire" was confirmed. The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. A visual inspection was conducted. The heater wire was twisted and flexed away from the tip of the hot jaw and remained attached at the base. Based on the condition of the device as returned, the reported failure "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro blade separated from the jaws and became exposed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro blade separated from the jaws and became exposed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.